Manufacturer narrative:
This report is filed on may 18, 2016.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with IV antibiotics (date not reported); however, the issue did not resolve; subsequently the device was explanted on (B)(6) 2015. The patient was re-implanted with a new device on the contralateral side during the same surgery.